Manufacturer narrative:
Updated tab f. For use by us/importer section for impact code(s) to add a new code. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that atrial tachy response (atr) was provided by this pacemaker system. A request was made to review if the atr was appropriate. Technical services (ts) reviewed and suspected this to be true atrial fibrillation (af) but noted there was noise oversensing seen on the right atrial (ra) channel. At this time the source of the noise has not been determined. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that atrial tachy response (atr) was provided by this pacemaker system. A request was made to review if the atr was appropriate. Technical services (ts) reviewed and suspected this to be true atrial fibrillation (af) but noted there was noise oversensing seen on the right atrial (ra) channel. At this time the source of the noise has not been determined. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.